Event description:
Paramedics arrived to treat an "apparently unconsious " 3 month old female. One began to prepare the defibrillator while the other evaluated the pt. In the process of attaching the pediatric adapters to the defibrillator paddles, one of the adapters broke. It is likely that it still could have been used to shock a pt, but no shock was attempted. It was determined that the pt was beyond saving. See block b7. Paramedics stated that the device did not cause or contribute to the death.